Event description:
During use of the device for a vein harvesting procedure, the user reported the image displayed through the endoscope was blurry. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.